Manufacturer narrative:
Investigation summary bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during use of the bd vacutainer® cat (clot activator tube) plus blood collection tubes clotting did not take place incorrect additive. This occurred on 3 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: no discernible clot could be seen in five serum tubes after centrifugation as would be usual. Layering was similar to plasma tubes (clearly define line between erytrocytes layer and plasma layer). The distribution between cells and serum and color of the serum were normal. Other tubes worked fine. Obligatory tests for viral markers were done from plasma tubes. The blood in the described tubes were collected on the same date 16.8, but at different sites, by different nurses and all different patients.